Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. Immediately following the procedure, the patient was unable to void and was discharged with a catheter. The patient was unable to urinate unless standing and squatting. The patient is scheduled for a second procedure on (B)(6) 2012 to loosen the sling.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.